Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the cracks on screen of the insulin pump and the screen making it hard to see the display on the pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).insulin pump passed displacement test and self test. Insulin pump was tested with no back light anomaly noted. Insulin pump received with minor scratches on display window noted.